Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of electromagnetic interference (emi) noise, which resulted in a signal artifact monitor (sam) episode that deactivated the minute ventilation (mv) sensor. Technical services (ts) is to review the reports. The device remains in use. No adverse patient effects were reported. Additional information received indicates ts reviewed the reports and suggested confirming emi noise with the clinic. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of electromagnetic interference (emi) noise, which resulted in a signal artifact monitor (sam) episode that deactivated the minute ventilation (mv) sensor. Technical services (ts) is to review the reports. The device remains in use. No adverse patient effects were reported.